Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was not returned to regional service center or regional investigation center therefore, the reported event was not confirmed by olympus. Based on the results of the investigation, a cause could not be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
E2/e3: no information in regard to occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device displayed no image. The issue was identified during pre-use inspection for a therapeutic laparoscopic surgery that was completed using a similar device. There were no reports of patient harm.